Event description:
During an atrial fibrillation pfa procedure, persistent air aspiration was noted from the agilis 13f sheath hemostasis valve while inserting the non-abbott (boston scientific) farawave catheter. Although initially aspirated and flushed, air continued to pull through the port of the agilis 13f sheath. The agilis 13f sheath was replaced, and the procedure was completed successfully with no adverse patient consequences.